Event description:
It was reported that the patient underwent a revision of his inflatable penile prosthesis (ipp) due to his reservoir herniated. The reservoir was explanted and a new reservoir was implanted in a new location. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.